Event description:
Doctor was in the process of removing a bladder stone; when stone was grasped the jaws became misaligned and instrument became hung up in patient. Using a cold knife, doctor performed a urethrotomy to widen the opening and they were able to remove the instrument. The original procedure was a stent placement; this was completed with no adverse effect on patient; patient condition post-op was good.